Event description:
New information received notes that the pacemaker was explanted and replaced.

Manufacturer narrative:
The reported event of overestimation was confirmed. As received, the device was above elective replacement indicator. Longevity analysis found the battery depletion to be normal. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic. During interrogation, it was discovered that the pacemaker was exhibiting overestimation. Programming changes were discussed but no interventions were taken. There were no patient consequences.